Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that impedance check with technical support was the troubleshooting performed for the oor. The cause of the oor was not determined. It was noted that the issue has been resolved. The patient weight was reported as (B)(6) pounds. The provided information was confirmed with the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an out of regulation message was seen on the tablet. It was noted that electrode 9 was showing greater than 40,000 on all pairs while electrodes 8 and 10 were showing normal ranges around 1000 ohms. The patient was programed on electrodes 8, 9 and 10 and after taking 9 out of the programming the out of regulation message was resolved. It was mentioned that the open on electrode 9 wasn¿t showing at the time the stimulator was placed. The representative stated that they had been doing adaptive stimulation programming and 0ma was showing on the controller. When they looked at the overview of adaptive stimulation settings all were showing as 0ma. The representative was going to reset the values again for the patient after reviewing how to set intensity settings for positions. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their current stimulator has not worked since the day it was implanted. The patient stated the "clinician" tried to do a lot of programming but the patient continued to not get effective therapy results. The patient stated they couldn't program the stimulator for a while; the patient clarified they were referring to the healthcare professional (hcp) wanting the patient to heal so they waited to program the stimulator until (B)(6) 2017. The patient was directed to their hcp to discuss therapy issues and programming. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: adverse event & product problem should have been selected in previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016: product type: lead; product ID: 977a260, serial#(B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt needed a shoulder MRI so they could get a cortisol shot to help with their shoulder pain before they left for mexico for several weeks end of (B)(6). Pt then said their stimulation was no longer working and had never worked. Pt said the first rep they would see since the beginning said stimulation should work, but patient finally met with another rep 2-3 years after implant who looked at their device and said the "wires were not connected". Agent asked patient to clarify that further - if they meant the wires were not physically connected or they just didn't work, but patient could not and only said the rep said there was no connection because there was no lights. Pt confirmed they had not charged the implant or equipment in a long time. Agent reviewed options of having doctor fill out MRI eligibility form or charging ins to enter MRI mode. Pt plugged controller into ac power during the call and reported memory problem. Pt set date/time and confirmed green light was blinking on controller. Agent reviewed to let controller charge until fu ll, then call back for assistance charging the implant and reviewing where to find MRI mode.  Pt called back from number registered after charging the controller. Agent had pt attempt to start a recharge session and after pressing recharge on no device found, entered passive recharge mode (middle number 92). After a few minutes, pt was able to start charging on excellent (controller 100%, implant yellow). Agent reviewed where to find MRI mode on the menu and emailed mrimode information to patient for when implant was charged, along with tech number for MRI facility to call if needed. Pt called back again asking for helping turning off the device as they need an MRI. Pt stated says not found and stated the device never worked and found out not connected properly. Previous agent had already documented these issues. Agent walked pt through MRI mode and pt was able to do so. Agent walked pt through turning on/off ins. On (B)(6) 2024 caller stated the pt is alleging that sometime after implant the leads became disconnected from the ins. The pt indicated that a rep told pt this 4-5 years ago. Thept subsequently has not charged their ins in years. Agent reviewed that x-rays may show some information but the caller should absolutely be following up directly with the managing doctor to get a better understanding of what is actually happening. The caller states the pt had a lumbar MRI in 2019. Agent and caller reviewed possible scenarios related to damaged/fractured leads (impedance test not require for intellis), disconnected leads that would be qualified as abandon, MRI mode versus eligibility form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they reviewed patient chart notes and it doesn¿t state anywhere that leads became disconnected. Rep reported on (B)(6) 2016 it states x-rays shows a few millimeters caudad displacement of the left electrode. Rep tried calling patient for information but had to leave a voicemail for a call back.